Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An internal energy error occurred and was reported by a company representative during a cataract procedure. It was reported that the physician did not press the footswitch during the whole treatment. The doctor pressed the pedal for only 3-4 seconds before removing. The doctor completed the treatment by pressing and taking foot off of the footswitch. This was done because of an internal energy error that occurs when the footswitch was pressed for the whole procedure. Upon follow up, no complications in regards to refraction were noted. Almost expected refraction levels were achieved. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during device history records review. The system history shows that the laser was verified successfully prior to and after the date of treatment. The system meets company specifications. The reported event was evaluated and can be determined that the energy was surveillance by the automatic safety system of the device. Even when the surgeon interrupted the treatment intentionally in order to get no error message, there is no indication for a product problem that might have caused patient harm as the safety system is continuously monitoring the energy output. In case of an internal energy error, the treatment would stop automatically. The error message would appear when the energy would deviate more than 20% of the measured energy during calibration. The log files on the related treatment day do not show a deviation of more than 5%. A marginal energy fluctuation is always given due to the nature of the product/but the behavior of the surgeon cannot be explained. The reported internal energy error is a known issue and an internal investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. The manufacturer internal reference number is: (B)(4).